Event description:
It was reported that during use of implantable cardiac monitor (icm) there were issues for reviewing the episodes on the carelink website. High number of lifetime episodes on carelink for a patient, viewing episodes might result in a timeout from the website. It was reported as suspected telemetry issue of icm. Diagnostic testing and troubleshooting was performed. Patient performed manual transmission of data. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.